Manufacturer narrative:
H3 and h6: annex a, annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported surgeon console (sc). Review of the field service notes indicates that the field service engineer (fse) confirmed the issue with the trigger button of the right input device. The right input device was replaced to resolve the issue. The system was tested and found to be fully functional. Evaluation of the device data indicates that every time the trigger was pressed the system reacted accordingly and there were no delays. Evaluation of the surgeon console confirmed the reported condition. The most likely cause was traced to a component failure of the right input device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic cystectomy procedure, the surgeon noted the right input device's trigger button is not working correctly. When the button is pressed to clutch the arm, there is a delay or intermittence in control where the arm will not clutch right away. Despite the discomfort, the surgeon continued to use the device for the remainder of the surgery. There were no error messages on the screen and no issues with surgeon head tracking. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic cystectomy procedure, the surgeon noted the right input device's trigger button is not working correctly. When the button is pressed to clutch the arm, there is a delay or intermittence in control where the arm will not clutch right away. Despite the discomfort, the surgeon continued to use the device for the remainder of the surgery. There were no error messages on the screen and no issues with surgeon head tracking. There was no patient injury.